Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00404 on october 14, 2020. Additional information from 10/23/2020: siemens investigated a high atellica im ca 19-9 result that was considered discordant by a customer when compared to alternate method test results. The customer treated the sample with a heterophilic blocking tube (hbt) and the test result was lower than the initial result. Siemens reviewed the calibration, control and heterophilic blocking tube (hbt) data provided in the complaint and found no evidence of a product problem. Since the sample has already been tested with hbt and with two alternate ca 19-9 methods, siemens is not requesting the sample be sent in for in house evaluation. Siemens noted that in the limitation of procedure section of the hbt instructions for use (IFU) states, "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference." The cause of the elevated result seen by the customer with this one sample when using atellica im ca19-9 kit lot 464 could not be determined but, given that the sample result dropped 36% after treatment siemens's interpretation is that heterophilic antibodies in the sample from this patient are contributing to the elevated the atellica im ca19-9 result. The table provided in the expected values section of the atellica im ca 19-9 IFU (10995285 rev. 03, 2019-07) indicates 3.7% of samples from normal patients recovered >37 iu/ml. Therefore, a certain number of elevated results from normal patients can be expected for this assay. The atellica im ca 19-9 IFU (10995285 rev. 03, 2019-07) states the following in the limitations section: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results". "Do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Based on the investigation, no product problem was identified. The customer is operational. No further action is required. The investigation findings and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the updated codes.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. The instructions for use (IFU) states the following in the intended use section: "warning: the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably." "The test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies.

Event description:
A customer obtained a discordant high atellica im ca 19-9 result on one patient sample. The discordant result was not reported to the physician. The sample was tested on 2 different alternate methods. Both results were lower than the atellica im ca 19-9 result. It is unknown if a corrected report was provided to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 result.